Manufacturer narrative:
The ICD was received for investigation. The reported field events of oversensing and loss of pacing were not confirmed in the lab. Interrogation of the device revealed the device was above eri when received. The device functionality was bench tested; telemetry, pacing, sensing, impedance, hv output, hv shock, and patient notifier were tested and no anomalies were found.

Event description:
Related manufacturing reference: 2017865-2018-11597. During follow-up, oversensing due to noise was noted on the right ventricular (rv) lead resulting in loss of pacing. The physician alleged a malfunction on both the rv lead and the ICD. The rv lead was abandoned and a new lead and ICD were implanted to resolve the event. The patient was pacemaker dependent and experienced episodes of dizziness but is in stable condition.